Event description:
It was reported that a patient underwent a breast reconstruction with expanded latissimus procedure on (B) (6) 2009, where suture was used. The patient returned 1-2 weeks later with redness and inflammation. The patient was placed on oral anti-biotics and the symptoms resolved. No cultures were taken.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.